Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they were infusing post-op trans acid (tranexamic bolus) which usually infuses over 10 minutes. After approximately 2 minutes, the device read air in line. The customer noticed the entire content of the IV bag had infused in that time frame. There was no detectable patient harm. The customer also states "frequent bolus air in line alarm". A location of the ortho unit was provided.

Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module was delivering fluid within specification. The starting/ending volume of the fluid container cannot be determined through device logs. Multiple air in line (ail) alarms were observed during the infusion. The most likely cause for these alarms is white residue observed on the ail assembly, possibly related to cleaning of the device. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported they were infusing post-op trans acid (tranexamic bolus) which usually infuses over 10 minutes. After approximately 2 minutes, the device read air in line. The customer noticed the entire contents of the IV bag had infused in that time frame. There was no detectable patient harm. The customer also state there were "frequent bolus air in line alarm(s)". A location of the ortho unit was provided.